Event description:
It was reported via phone call that the customer passed away due to unknown reason. The cause of death was unknown. The customer¿s blood glucose was unknown at the time of death. The customer unknown about wearing the insulin pump at the time of death. Any other relevant details to the case was unknown. The caller was returned the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Software version 2.8c. Retainer ring = clear. The customer passed away on (B)(6) 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a scratched case. The pump was received without a battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 11/09/2016 to 12/19/2017. A cracked retainer was confirmed. The pump passed all the required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.